Manufacturer narrative:
Eval, results: as received, no communication could be established with the ipg using a test standard programmer. The outcome aligns with the details reported in the event alleging the pt's failure to recharge the ipg for several months. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #s: 1627487-2011-04236, 04237, 04238.